Event description:
It was reported the lithotripsy system had no power. This event occurred at during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of power supply circuit, and the light-emitting diode (led) of power switch does not light up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a poor contact of power supply circuit the led of power switch does not light up and caused no power. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.